Manufacturer narrative:
(B)(4). Baxter labeling provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient did not follow therapy steps during peritoneal dialysis (pd) therapy. The patient was connected to the homechoice during priming of the set. Technical services explained the use error and advised to start therapy over. The patient would complete therapy by starting therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.